Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, deployment of a 5mm x 20mm precise pro rx carotid self-expanding stent (ses) delivery system was unsuccessful. While pulling back for deployment after positioning, partial deployment occurred outside of the target lesion. The device was removed and a new 5mm x 20mm precise pro rx carotid ses delivery system was used to successfully complete the procedure. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The target vessel was the vertebral artery. Vessel characteristics at the target site included mild calcification and mild tortuosity. The stent was not implanted within the patient, and there was no difficulty removing the delivery system from the patient. Additional details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, deployment of a 5mm x 20mm precise pro rx carotid self-expanding stent (ses) delivery system was unsuccessful. While pulling back for deployment after positioning, partial deployment occurred outside of the target lesion. The device was removed and a new 5mm x 20mm precise pro rx carotid ses delivery system was used to successfully complete the procedure. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The target vessel was the vertebral artery. Vessel characteristics at the target site included mild calcification and mild tortuosity. The stent was not implanted within the patient, and there was no difficulty removing the delivery system from the patient. Additional details were requested but were not provided. A non-sterile unit of the precise pro rx us carotid system was received for analysis. A thorough visual evaluation was performed, and the inspection revealed that the device was fully deployed. The stent was not returned for analysis. Two kinks were observed on the catheter shaft, located approximately 62 cm and 139 cm from the distal tip. The hemostasis valve was returned in the locked position. No additional anomalies or notable conditions were observed during the visual analysis. Measurements were performed using a calibrated ruler. The usable length and the outer sheath length could not be verified due to the kinked condition observed to the device, which impeded proper measurement. Functional testing was not performed, as the device was received fully deployed. However, the deployment mechanism was verified by setting the device in the original manufactured position in order to replicate the stent deployment process. The mechanism was actuated to simulate deployment, and no functional anomalies were observed during this evaluation. The reported event of ¿stent delivery system (sds)-deployment difficulty-partial deployment¿ was not observed through analysis of the returned device as it was received fully deployed. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to partial deployment of the stent reported, especially since the device was received with the stent fully deployed. However, vessel characteristics (mild tortuosity with calcification), procedural factors, and/or handling factors likely contributed to the issue experienced as the simulated deployment test was performed successfully. It was also noted that there were two kinks located on the delivery shaft. If this condition occurred during use in the patient, it is possible the damaged condition could have contributed to the reported stent deployment difficulty. However, as this condition was not reported by the customer, it is unknown whether the kinked/bent delivery shaft occurred due to manipulations after the procedure. According to the IFU, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative action will be taken at this time.